Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, seating and basic occlusion tests. The pump was returned for power error alarm 25. The detailed trace analysis confirmed the alarm 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. The analysis of micro timer in the detail trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with a cracked reservoir tube lip and a scratched case.

Event description:
The customer reported via phone call that the insulin pump had several power errors. The customer stated that she received several power errors on the day of the call. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.